Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric lesion in the proximal circumflex artery with moderate tortuosity and heavy calcification. The 2.5 x 15 mm voyager balloon catheter was prepared per the instructions for use, prior to use. The voyager was advanced and inflated without issue to 8 atmospheres (atm). During the second inflation of 12 atm, a balloon rupture occurred. The voyager was removed without issue and a non-abbott balloon was used to complete dilatation. A xience prime stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.